Manufacturer narrative:
The patient's device was not returned for evaluation. There were no allegations of any device malfunctions contributing to the reported muscle spasms

Event description:
A us distributor reported that a patient was having muscle spasms under the distribution node on her back. The patient reported that the area was painful and that her doctor had given her a shot which had helped the pain temporarily. During a follow up, the patient reported that she was no longer having any muscle spasms after using a padding between the distribution node and her back.